Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the complaint unit was carried out and found to be stretched and kinked. The coil was broken and the zap tip of the coil was not attached upon return. Only 2 fiber bundles were attached to the coil upon return. The interlocking arm of the coil was microscopically examined and no damage was noted. The coil dimensions that could be measured were found to be in specification. The number of proximal fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01jun2016. It was reported that coil became stuck in the catheter. The target lesion was located in the pelvic artery. A 6mmx20mm interlock¿-35 was selected for use. During the procedure, intermittent flushing was performed when the coil was stuck at the hub of the 5f imager ii angiographic catheter. The procedure was completed and no patient complications were reported. However, device analysis revealed that the coil was broken.